Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty axiem unit and generator. These parts were replaced. The replaced parts were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the field generator.

Event description:
A site representative reported that when the site powered on the system it showed that the emitter was disconnected. The site tried several reboots with no change in the status. The site continued without navigation. There was no patient impact and no delay in surgery was reported. Surgery proceeded as planned.